Manufacturer narrative:
Add'l relevant info will be provided when the device evaluation is completed.

Event description:
It was reported that after implant it was noticed the plate was broken. It was removed and another plate was used.